Event description:
A single patient experienced 4 episodes of leak detector alarm on 4 different rexeed dialyzers as dialysis was attempted to be instituted. (3 x 15s) and (1 x 18s). Lot #'s fb6u7y/fb9qx7). On each occasion leak alarm sounded as soon as blood reached the membrane. No blood was seen visually on any occasion. Priming was conducted with 300ml saline and priming solution was not discarded. Each time the patient was moved to a different machine along with new set up. Because there was concern that the patient may suffer from volume overload after repeated priming, she was sent to the hospital for dialysis. This was accomplished without complication and she returned to the clinic and has continued to dialyze on rexeed with no problems since then. Upon return to the outpatient facility she was found to be anemic. No distinct patient harm was detected and no other patients dialyzing on these lot numbers encountered any problems.

Manufacturer narrative:
We have received total four pieces of dialyzers in okatomi plant. Three pieces of them were rexeed-15s used for the treatments of the incident and the other was rexeed-18s used for the same patient with the same blood leak incident. These four used dialyzers were tested as indicated in the following process; however, we could not find any abnormalities. At the first step, the dialyzers were rinsed by water flow and the air pressure tests(0.3mpa) in the water bath were then conducted to detect the breakage of hollow fibers. The result showed no air bubbles were observed under the air pressure, indicating no breakage of hollow fibers in these dialyzers. In the next step, in order to remove clotted materials remained in the hollow fibers completely, cleaning solution containing proteolysis compound was introduced into all four dialyzers from the dialysate side to allow continuous flow to the blood side for three hours. The dialyzers were then incubated for overnight with keeping the proteolysis compound in the dialyzers. After the incubation, the cleaning solution was then reversely introduced into dialyzers from the blood side to allow continues flow to the dialysate side for additional three hours. We expected these cleaning process removed all compounds remained in both blood and dialysate sides, which might be preventing the air flow at the possible breakage point. The cleaned dialyzers were then tested for air pressure to detect the breakage of hollow fibers once more. However, no bubbles were observed in all four dialyzers under the air pressure showing no breakage in hollow fibers. Furthermore, the polyurethane edges were observed after disassemble of the used dialyzers. As a result, we could not find any abnormalities in both edges as observed original and after staining for all four dialyzers. We could not identify the part of the leakage, although the complaint report explained that blood leakage was confirmed by test strips. We assume the blood leakage alarming caused by some other reasons for example, free hemoglobin existed in the patient blood and penetrated from blood side to dialysate side. All the dialyzers shipped for the market were inspected by the leakage detection test during the manufacturing process. If a leakage is detected on a dialyzer, the dialyzer is removed from the manufacturing process. Therefore, the hollow fiber broken dialyzer is not released from the factory. We will continue to investigate all possible methods for improving the quality of our products.

Manufacturer narrative:
We reviewed manufacturing records, quality records of lot#fb6u7y and lot#fb9qx7. As a result, no abnormality was found in records. (B)(4)units of lot#fb6u7y and 12,072 units of lot#fb9qx7 were distributed to the medical facilities and no similar event using this lot# was reported of analysis. Filling solution of rexeed is sterile water and 1000ml of normal saline should be used for priming according to IFU. The fact that this facility only uses 300ml normal saline for priming and does not discard that priming solution raises the possibility of insufficient sterile water being purged from the system, with some residual remaining in the dialyzer at the time of blood connection. This then could cause hemolysis at contact, and blood alarm activation. While it is possible that this patient may be more susceptible to hemolysis because other patient did not encounter problems.